Event description:
It was reported that, during the set-up for a cori assisted tka surgery, a burr could not be locked into the real intelligence robotic drill and an internal blockage error message was displayed. Surgery was performed with a sn back-up device after a non-significant delay. As this was noticed during the set-up for surgery the patient was not yet involved.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Section h10: the real intelligence robotic drill, part number rob10013, (B)(6). , intended for use in treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The burr was able to be loaded and locked, without issue. A kpc test was completed, and all values passed. A case was also completed without error. The exposure motor was tested with a fluke multimeter and there were no open pins. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a bad drill attachment or an intermittent exposure motor. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Section h10: the real intelligence robotic drill, part number (B)(4), (B)(4), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The burr was able to be loaded and locked, without issue. A kpc test was completed, and all values passed. A case was also completed without error. The exposure motor was tested with a fluke multimeter and there were no open pins. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.